Event description:
It was reported that the patient went to the emergency room on (B)(6) 2013 due to suspected problems with his vns device. The patient had the magnet taped over the device to shut it off. The patient's following neurologist advised the patient's mother to have a cardiologist check the patient as the patient was having chest pain and experiencing a shocking sensation. The patient was seen by the treating neurologist and implanting surgeon on (B)(6) 2013 and it was reported that the patient was doing fine. Device diagnostics were within normal limits. However, the treating physician planned to refer the patient to neurosurgery because he felt that the device is not working properly because the patient was experiencing a shocking feeling in the chest area, even though device diagnostics were within normal limits and the vns magnet was taped over the device to disable the stimulation. The physician believed the painful stimulation was related to the device since it occurred with stimulation on-times. The mother reported that when she attempted to disable the patient's device, the magnet did not appear to turn of the device. The patient was seen by cardiology with no issues found. The neurologist reported that the patient had fallen on multiple occasions but did not have details or dates of the falls. He believes these falls may have caused trauma to the device and/or lead. The neurologist believes that the generator is defective and wants the generator replaced due to the reported pain. The patient's device was turned off on (B)(6) 2013 which resolved the patient's pain. The surgeon was planning on scheduling the patient was revision surgery as soon as possible because the patient's seizures increased since the device was turned off. The plan was to replace the generator and possibly the lead if there was an issue identified with the lead during surgery. An x-ray reportedly did not show a lead fracture. The radiology report dated (B)(6) 2013 reported that the chest x-ray was performed due to "possible electrode disruption." The visualized leads appeared intact per the report with no evidence of fracture. The patient saw another vns treating physician on (B)(6) 2013 for a second opinion regarding the shocking sensation. Attempts for additional information, including specific diagnostic results, have been unsuccessful to date. Although surgery is likely, it has not occurred to date.

Event description:
It was reported that the patient was scheduled for generator and lead replacement surgery after seeing a different surgeon. It was later reported that the patient underwent generator replacement only on (B)(6) 2013. An implant card was received indicating that the generator was replaced due to "electrical shortage". The generator is expected to be returned for analysis; however, has not yet been received.

Event description:
The patient¿s caregiver reported that the patient¿s vns device was still shocking him even though the generator was turned off. However, the patient¿s seizures became worse with the device turned off. The caregiver wants the generator and lead replaced as soon as possible. The patient¿s primary neurologist confirmed that he turned the patient¿s device back on because the patient¿s seizure became worse with the device turned off. The patient is being referred for replacement surgery. Although surgery is likely, it has not occurred to date.

Event description:
Clinic notes from the surgeon dated (B)(6) 2013 reported that the patient was seen in clinic about his "shocking" vns and rsv (respiratory syncytial virus) to sort out if the shocking was the vns ¿device electronics vs. Just having the device in place in someone with rsv.¿ the physician suggested that the device first be turned off (both normal and magnet output current) for two months. After two months, the patient will be re-evaluated. If the shocking events persisted, the physician noted that it would not be believed to be the electronics and to consider removing the device. If the shocking goes away but with no change in seizures, they can leave off the device or remove it. If the shocking goes away and the patient needs to the device for seizures, the patient may have generator and lead replacement.

Event description:
The surgeon reported that spite of it being turned off for two weeks or so, that he was still getting shocked. The surgeon said that it was not the ¿electronics shocking him but his disease¿ ((B)(6)). The company representative reported to the surgeon that the patient¿s mother wanted the complete vns system out (generator and leads), and then a new system put in. The surgeon reported that he would not do that and if he replaced the system with a new system he would continue to be shocked. He said he would remove it but not replace it with a new system. He also said he explained this to mom very carefully. The neurologist referred the patient for a telemetry workup. Additional information received on (B)(4) 2013 revealed that the patient had been admitted in the video monitoring unit for the last 10-days and the patient did not have any epileptic seizures, but appears to have psychogenic seizures. Additionally, the patient's device has been turned off and there is still reports of shocking, which the physician feels is due to another issue with the patient and unrelated to the vns. At this time, the physician wants the vns disabled for the next two months to see if there is any decline in the patient's seizure control since it was not clear how the vns was affecting the epileptic seizures that are thought to be present.

Event description:
The generator was returned for analysis. Analysis of the generator was completed on (B)(6) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. It was reported that the patient's generator replacement has helped significantly and the patient is no longer experiencing a shocking sensation.